Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensors insertion needle bent inside sensor base. Found cannula peeled back from needle cannula. One remaining sensor is missing needle. Unable to confirm customer received sensor in that condition due to customer returned opened/used.

Event description:
A customer reported via phone call indicating sensor alarms on their insulin pump. The patient's blood glucose was 130 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor.